Event description:
Reporter indicated a vns pt had high lead impedance that was first noted on (B)(6) 2007. The vns was disabled on this date, but was then turned back on. The pt was sent for x-rays, and had vns lead and generator revision surgery performed. Attempts for further info and return of the explanted devices are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.